Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.